Event description:
It was reported that insufficient roll off occurred. An rf3000 radiofrequency generator was selected for use in a renal radio frequency ablation procedure. The device would not roll off in time. The impedance time was too long. The subsequent results did not indicate that the lesion had been burned. The procedure was cancelled. No patient complications were reported.